Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose of over 600mg/dl. Customer stated that reservoir was bent as she put it wrong to the insulin pump. Customer declined troubleshoot for air bubbles. Reservoir will be return for analysis but insulin pump will not be return for analysis.